Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringes ls w/red plungers were covered in mold.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd¿ syringes ls w/red plungers were covered in mold. It was reported that this affected 400 devices. Investigation summary: no photos and no samples were returned for investigation. The complaint could not be confirmed and root cause could not be determined. DHR- reviewed syringe DHR and no abnormality during qa inspection. No similar non-conformance was detected during in-process and outgoing inspection.

Event description:
It was reported that bd¿ syringes ls w/red plungers were covered in mold. It was reported that this affected 400 devices.